Event description:
The customer reported the probe on their coulter ac.t diff analyzer leaked few drops of fluid which was not contained within the instrument. The issue occurred when the customer was trying to install a new lyse cap on the reagent container and that the backgrounds had voted out. The probe can carry blood, 4c cell control, and diluent during operation and cleaning agent at shutdown. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer was wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. A field service engineer (fse) found the vacuum / pressure pump not functioning properly due to the leak. A new pump was ordered and installed on return visit. The pump was verified and startup / controls were within specifications. The repair was verified and system validated.

Manufacturer narrative:
The cause of the leak is unknown. (B)(4).